Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. Two devices were available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that an unexpected bleeding occurred along the staple line. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic donor nephrectomy, when the three reloads were used on renal artery, bleeding not reaching 500cc occurred. The user had to clip the vessel to control bleeding so surgical time was extended by 30 minutes. Patient hospitalization was extended overnight as a precautionary measure.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic donor nephrectomy, when device was used on renal artery, bleeding not reaching 500cc occurred. The user had to clip the vessel to control bleeding so surgical time was extended by 30 minutes. Patient hospitalization was extended overnight as a precautionary measure.